Manufacturer narrative:
The customer¿s report of difficulty disconnecting from a mating component was confirmed. Visual inspection observed that the female luer had a broken off luer tip from an unknown set stuck inside. Also observed around the set's female luer were markings that appeared to be caused by a either a hemostat or another tool to grip the component. The root cause of difficulty disconnecting from a mating component was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an extension set that was being used to connect the arterial line catheter to the pressure transducer tubing cracked at the connector. An additional MRI tubing length was required; unable to disconnect when procedure completed. Line ((B)(4)) cracked at connector. There was no patient harm.